Manufacturer narrative:
The event was discovered during a retrospective review of case report forms by (B)(4) research department between (B)(6) 2010 and (B)(6) 2010. The event was forwarded to appropriate personnel on (B)(4) 2010, for complaint/MDR determination after completion of the review. No devices returned, device remains implanted. Add'l pt f/u: on (B)(6) 2008 - hematoma at incision. On (B)(6) 2009 - progressive worsening back pain, fractured spinous process. No surgery was performed.

Event description:
Pt underwent spinal fusion and decompression (laminectomy) on (B)(6) 2008 at the l4-5 level. At a f/u visit on (B)(6) 2009, progressive worsening back pain was reported. Images taken (B)(6) 2009, identified a fractured spinous process. No surgery was performed.